Event description:
Heal-laa study: it was reported that death occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx pro closure device was implanted with complete device seal noted and deployed device diameter of 21 mm. The patient was discharged on apixaban. 225 days post index procedure, the patient died at home while under hospice care. At the time of the event, the patient was on apixaban. The cause of death remains unknown, and no further details were made available.